Event description:
The customer contacted heartsine to report a non-critical issue with their device. During evaluation it was observed failure of +ve terminal pogo-pin. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and observed failure of +ve terminal pogo-pin. The failed pogo pin had resulted in a poor electrical connection between the device and pad-pak, causing the voltage fluctuations and subsequent low battery fail. This device shall be scrapped and replaced.